Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a portion of the touchscreen display is discolored. Customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for insulin therapy.